Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had one high impedance episode and noise, the lead was suspected to be fractured. It was also noted that the right atrial (ra) lead became dialoged and had no capture. Both the rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.